Manufacturer narrative:
H10: the philips service engineer (se) replaced the cpu board to resolve the issue. The device passed the required tests, and was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error code (1104). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: backup alarm failed" error code (1104). The rse recommended that the central processing unit (cpu) be replaced to resolve the issue. A quote was provided to the customer for repair. Investigation is ongoing.

Manufacturer narrative:
The supsected central processing unit (cpu) printed circuit assembly (pca) was returned for evaluation. The technician documented the following conclusion, "product investigation lab (pil) tech verified that the alarm error code e1104 shows in the log retrieved from the service. No associated occurrence or error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pca or standard test bed operation using the cpu pca. With the test vent in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 411.4k ohms, verifying that ls1 is not shorted or open. Tech verified that ls1 (secondary speaker) functions as expected with 10vdc (volts direct current) applied with the bk precision 1696 dc regulated power supply. Tech purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the standard test bed (stb). The tech verified the alarm for pprox was generated as expected. Customer complaint has resulted in a no fault found."